Manufacturer narrative:
The device was received fully deployed. The fluid leak test was run, and fluid was observed to leak from the exposed portion of the soft cannula. The soft cannula was inspected under magnification, and a small puncture was observed in the exposed portion of the soft cannula. The exact cause and timing of the observed cannula damage could not be conclusively determined. No other damages or defects were observed that would result in fluid leaking during wear. The exact cause of the reported event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone 14.8. Cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for insulin leakage during wear.